Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a non-recoverable error, and the screen was frozen. Mss instructed the nurse to turn the device off and then on. They were able to turn device back on and restart therapy. Nurse stated that the patient temperature had been somewhat erratic. Mss asked the nurse to flex the temperature in cable and patient temperature fluctuated from 95f to 97f. Mss recommended the nurse to change the temperature in cable to ensure accurate input for the therapy. The rectal probe to the bedside read about 1 degree f from the arctic sun device.

Manufacturer narrative:
"Upon further review, bd has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had a non-recoverable error, and the screen was frozen. Mss instructed the nurse to turn the device off and then on. They were able to turn device back on and restart therapy. Nurse stated that the patient temperature had been somewhat erratic. Mss asked the nurse to flex the temperature in cable and patient temperature fluctuated from 95f to 97f. Mss recommended the nurse to change the temperature in cable to ensure accurate input for the therapy. The rectal probe to the bedside read about 1 degree f from the arctic sun device. Per follow up information received via phone on 09aug2022, the patient was able to complete therapy and had no reported injuries. Biomed was able to help and resolve the issue by troubleshooting and also changed the temperature cable. Device worked fine after that.